Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
This is an aequalis reverse post approval study report 13-22. (B)(6) 2014, intraoperatively, a crack occurred in the proximal humerus and was treated, but a humeral fracture occurred shortly after. The humerus was treated with a cemented fixation stem and the surgery was completed. Postoperatively, the patient is doing fine and is attending regularly.